Manufacturer narrative:
Information on third party repair: (B)(6)2024. Device was repaired by third party and serial numbers were removed. The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the scope was cloudy when used for ankle arthroscopy. Surgeon was unable to fulfill procedure plan due to poor vision. Cloudiness not visible to the eye. There was no other scope available for completion of procedure. Cross reference MDR: 9610617-2024-00307.

Manufacturer narrative:
Complaint relates to an optic of the article 28300ba. We have received two optics (complaint no. (B)(4) that were sent to us by the customer due to severe image impairment. During inspection of the returned article 376m (B)(4). The following was found: third-party labelling 376m / not a karl storz serial number. Workpiece marking off-center. Mechanical damage to the distal end / chemical attack and leakage at the distal soldered seam. Dirt particles in the system due to leaks. Connection between shaft and body repaired by third party. During inspection of the returned article 1782m (B)(4). The following was found: third-party labelling 1782m / not a karl storz serial number. Workpiece marking off-center. Mechanical damage to the distal end / chemical attack and leakage at the distal soldered seam. Dirt particles / moisture in the system due to leaks. The telescopes show significant foreign particles and moisture in the rod lens system. In addition, there is severe chemical damage to the distal soldered seam and a broken rod lens in one telescope (376m of (B)(4).). During the examination, an unauthorized repair by an unauthorized repair centre was detected in both telescopes we received. The repair was carried out improperly and does not meet the karl storz quality standard. Both telescopes were opened, which can be clearly seen. The serial numbers on the shafts were not applied by karl storz and do not match the ks serial number sequence. Therefore, no product history can be retrieved for the items listed. The improper repair resulted in consequential damage to both telescopes (leakage of the rod lens system). A production defect can be ruled out due to the existing damage from the third-party repair. The event is filed under internal karl storz complaint ID: (B)(4).